Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿insulin should be at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units of cold insulin. The customer's blood glucose level was 172 mg/dl. Tandem technical support educated the customer regarding pump labeling instructions. The customer reloaded the cartridge successfully and received an accurate fill estimate.